Event description:
It was reported that a patient underwent a revision procedure due to evidence of sternal instability following a severe coughing fit. It was observed that sternal wires had pulled through the bone and an x-plate had fractured at a single location. It was noted that the screws were still securely locked into the plate as well as fully intact to bone substrate. The device was explanted, retained by the hospital, and sent back to the manufacturer for further investigation. A new device was implanted to re-close the chest-wall and there was no further harm to the patient.

Manufacturer narrative:
An investigation of the design history record of the affected lot was completed on (B)(6) 2023 and the device met all specifications. Upon review of the returned device, there were no visible signs that would indicate a product defect or nonconformity.

Manufacturer narrative:
UDI related data quality updates only correct d4, h4, h5 content to match gudid.